Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced bothered rings. Clinical reason for explant was mentioned as maladaptation to lens and exchanged for the another company lens model 3 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).